Manufacturer narrative:
Cellular therapies division quality has initiated to investigate customer reports of cryocyte bag breakage.

Event description:
An international customer reported a broken cryocyte bag that broke on an unspecified date in 2004. The product code was not specified, but the facility uses both 250ml and 500ml bags. Baxter has requested,. But not yet received details about lot number, product code, patient, and event details.